Event description:
The customer contact reported cracks. The tubing set was being used to deliver an unspecified solution at an unspecified rate via a pump. It was reported after a few minutes when the clinician connected an unspecified tubing set to the clave secondary port on the cassette of the tubing set, approximately three milliliters of solution leaked from the clave secondary port onto the patient, healthcare professional, and the floor. It was reported that the infusion pump sounded an air in line alarm when the device was connected. No specific details were provided. It was reported that when the unspecified tubing set was manipulated after it was disconnected from the clave secondary port, cracks were noted. The tubing set was replaced and therapy was resumed. There were no adverse effects and no delay of therapy critical to this patient. No medical intervention were required. Although requested, no additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the clave at the secondary port of the cassette was completely broken off. White drag marks were noted indicating the use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of the clave secondary port with a semi-rigid adapter bonded to the secondary port of the cassette. Documentation received from the international contact indicates that information on reprocessing of the device was requested; however the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.